Manufacturer narrative:
E1: initial reporter facility name- federation of national public employees mutual aid association sasebo mutual aid hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal would not close the following information was received by the initial reporter with the verbatim: according to the customer report the lid would not close.